Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. It was reported that the customer's initial problem of "cable failure on patient" was observed while in clinical use. However, no adverse patient impact was reported by the customer.